Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the midpoint. A piece approximately 0.415" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade showed damage. The teflon pad was also damaged at the distal end of the pad; there was no missing material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy procedure, the tip of the harmonic ace instrument broke while the surgeon was performing a dissection. A fragment fell inside the patient but was retrieved during the same procedure, without the need for imaging or additional procedures. The procedure was completed robotically using a backup harmonic ace instrument, and there were no reports of injury. The patient has not returned to the hospital with any post-surgical complications related to the incident.